Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported by the customer that "the guide wire was not smooth and had defects such that the proximal end of the micro-introducer sheath was torn when removing the guide wire. Breaches of the inner vascular wall was caused during removal of the sheath."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged microintroducer is confirmed but the exact cause remains unknown. Three photo samples of a 4.5 fr microez microintrdocuer were provided for evaluation. The first and second images showed the microintroducer sheath which has not been peeled. The distal end of the sheath revealed damage and deformation. The deformation appeared to consist of inward bunching of the sheath tip. The third image showed an implanted 4 fr groshong nxt catheter secured by a statlock device. The condition of the guidewire was not shown in the images. Based on the photo samples provided, possible contributing factors include inadequate skin incision, steep insertion angle, and damage prior to use. A review of the manufacturing records did not reveal evidence to suggest a manufacturing related root cause. Photo samples of the guidewire were not provided and the condition remains unknown. The presence of deformation on the sheath tip is indicative of a difficult insertion; therefore, the complaint is confirmed but the exact factors leading to the issue remain unknown.

Event description:
It was reported by the customer that "the guide wire was not smooth and had defects such that the proximal end of the micro-introducer sheath was torn when removing the guide wire. Breaches of the inner vascular wall was caused during removal of the sheath."